Event description:
It was reported that the customer went to the emergency room with a blood glucose of 545 mg/dl and ketones. The customer received an incomplete bolus alert as they had not completed a bolus request. The customer was treated with intravenous fluids of saline. The customer was released later the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer on the meaning of an incomplete bolus alert. Recommendation was made to consult with a healthcare provider regarding diabetes management.